Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect following a fall on the ice. Since the fall, he had to charge the neurostimulator more often and had to turn the stimulation higher to get therapeutic relief. Additional information was requested.